Manufacturer narrative:
The device was returned due to an unknown malfunction. As received the device was returned above elective replacement indicator (eri). Analysis did not identify any anomalies.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with right-sided pulse generator placement site wound dehiscence. Serosanguinous drainage was also noted. Physician elected to explant the system and contralateral crt-d system was implanted with no adverse consequence. Patient was stable before, during and after the procedure.